Manufacturer narrative:
The polarcup reducer for impactor (75023344) was not received from the field. It has been reported, that the part has become worn, chipped and no longer worked as intended. As this occurred during surgery a delay above 30 minutes occurred. As the part was no returned, the failure mode cannot be confirmed. The root cause cannot be determined due to insufficient information. If the device becomes available this complaint will be reopened. The device will be monitored for further similar issues.

Event description:
It was reported that the polarcup reducer part for the impactor has become worn and chipped and no longer works as intended. This occurred during surgery and a delay above 30 minutes was reported. Procedure was completed with a back up device and no patient harm. Lot number is unknown.